Event description:
Hosp personnel responded to a pt, condition unk. The device was powered up and the paddles pressed to the pt's chest for a quick look. The reporter stated the device displayed excessive artifact and the pt was then connected to the device with ECG electrodes. The reporter stated the device continued to display excessive artifact and a backup defibrillator/monitor was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.